Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-03408, indicting the product as a mechanical (manual) wheelchair instead of a daily activity device for a commode.

Event description:
It was reported that a 6599 commode's screw that attaches the seat is stripped.